Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 822441004, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The previous device was removed and replaced with a new ipp system. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The ipp was replaced because the patient was having trouble inflating the device, there seemed to be not enough fluid in the system to stablish a full erection. The specific issue could not be confirmed because to remove the implant the system was compromised. No patient complications were reported from the date of surgery.